Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) verified printer settings confirmed to be correctly configured, and system logs and error conditions were reviewed with no issues identified; based on these findings, the printer was expected to function normally. During follow-up, the main pharmacy confirmed that the issue had not reoccurred since the previous review and that no further station or printer issues were reported, granting approval to close the case. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, label printing was incomplete. Patient medication labels printed only partially, with only the left side of the label being generated. There were no delay or adverse events or injuries reported based on this event.